Event description:
It was reported that the patient had a loss of stimulation 2 days prior to the report, as well as a loss of therapeutic effect. The patient was hurting badly. The patient had help to turn the device on and could feel the stimulation again. The patient stated that sometimes when she slept she accidentally would turn her device off because it can hurt her at night. Of note, the patient did not have a current physician. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4): product type programmer; patient product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009: product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009: product type lead; product ID 37752, serial# (B)(4): product type recharger. (B)(4).